Event description:
It was reported, the atrial output is low. It was also reported this was found during preventive maintenance. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event during the repair of the unit. No atrial output on heart wire contacts. Positive atrial heart wire contact and output flex are not making a connection (open). It was noted that the ventricular heart wire contacts and both atrial and ventricle paint connections work correctly. A detailed analysis was performed on the heart wire contacts. This analysis found contamination on the lead flex however the contamination was not significant enough to cause the reported failure mode. It is possible that the tightness of the enclosure mounting screw near the contact could affect the atrial channel signal continuity which also could have contributed to the reported failure mode. Upper and lower case halves, ring cover, one bail cover, and battery drawer are broken. Battery release and control knobs are contaminated. One bail cover, both bails, and ring are missing. Lead flex cover is corroded. Two case screws are missing. One printed circuit board flex is crimped. Keyboard is scratched.